Event description:
Md was doing an outpatient 3 level lumber 2-4 kyphoplasty. Vertebro body l2-l4 was kyphoplasty smooth and successful. When working on l3 the trocar was positioned towards the appropriate balloon and delivery area. A balloon was inserted and pull back from within the bone through the trocar but as the material of the balloon was pulled it brushed against the bone shard damaging it not allowing it to inflate.